Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix/tip normal as expected. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the cathode coil was fractured (necked-down) at distal end of terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that during implant, this right ventricular (rv) lead dislodged. The rv lead was removed and replaced prior to pocket closure. No adverse patient effects were reported.